Event description:
It was reported that during preparation for a photoselective vaporization of the prostate procedure, the metal caps detached from four fibers. The procedure was completed using another fiber. There were no patient complications. This refers to the second fiber.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.